Manufacturer narrative:
Lead was explanted due to noise on (B)(6) 2020. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that noise on the rv channel resulted in vf detection. One inappropriate shock was delivered. Threshold and impedance were stable. Lead remains implanted. Should additional information be received, this file will be updated.